Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer leaking PICC. It was stated the PICC was checked and it didn't seem to be cracked. It's like there is a problem with the threading.

Event description:
It was reported by the customer leaking PICC. It was stated the PICC was checked and it didn't seem to be cracked. It's like there is a problem with the threading. Additional information received: PICC line is leaking between the end of the PICC and the clave. ¿ what type of catheter securement was utilized? Stat-lok. ¿ date of occurrence: jun 22/22¿ placement date: jun 14/22. ¿ explant date: PICC still in place. ¿ was there any patient harm reported: no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The product returned for evaluation was one 5fr s/l powerpicc catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with the manufacture facility to prevent recurrence of this event.